Manufacturer narrative:
The procedure was completed without any impact to the pt. No further details available. (B)(4).

Event description:
The system is pacing through other channels as selected in the application.